Event description:
This study, pt underwent a carotid artery stent implantation and during the procedure experienced arterial spam and hypoperfusion. This pt had a medical history including hyperlipidemia and subclavian/high cervical lesions. The indication for the procedure was symptomatic visual blackouts. The target lesion was right internal carotid artery described as non-calcified, non-tortuous and 60% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. An arterial spasm occurred during the procedure and blood flow through the target lesion became sluggish. Blood around the target lesion was suctioned by an aspiration catheter (thrombuster 7f, kaneka) and edaravone was administered for spasm. The blood flow returned to normal after aspiration technique was used. The spasm resolved completely after the angioguard device was removed. There was no pt injury and he is out of the hospital now.

Manufacturer narrative:
Medications given prior to the procedure up until now consisted of clopidogrel, aspirin, atrovastin calcium hydrate and rebamipide, and on the day of the procedure consisted of heparin and edaravone. A review of the mfg documentation associated with this lot present no issues during the mfg process that can be related to the reported complaint. Review of lot 13413232 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 13413232. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in a cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guide wire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Arterial spasm is a known potential adverse event associated with all intravascular interventional procedures. A vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the downstream vasculature. The placement of interventional devices such as the angioguard, pta balloons and stents may irritate the vessel wall and cause a muscular spasm of the target area. There is no evidence of mfg or design issues that contributed to the event. Review of the info suggests that vessel, target lesion, and procedural factors may have contributed to the reported event. This is one of four products involved with this adverse event, which is associated with MFR report # 9616099-2009-01142.